Manufacturer narrative:
Concomitant medical products: 429878 lead, implanted: (B)(6) 2018; evolutr-29-us transcatheter valve, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) experienced a partial electrical reset. The crt-p remains in use. No patient complications have been reported as a result of this event.